Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was being used in conjunction with a two port jejunual feeding tube (j-tube). The peg tube was placed some time in (B)(6), 2010, (the exact date is unknown). According to the complainant, (B)(6), 2010 there was a little hole in the peg tube. On (B)(6), 2010 the peg tube was completely out below the external bolster. The external bolster was difficult to move. A curved hemostat instrument was used to slide the external tube while stoma care and tube mobilization was done daily. On (B)(6), 2010 the peg tube was reported to be damaged and broken. Nothing fell inside the patient. The peg/j-tube has come out of the stomach. It was reported that the patient did not experience any health related impairment. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.